Event description:
It was reported that, during an arthroscopic rotator cuff repair procedure, two (2) twinfix ultra anchors fractured. The broken pieces were retrieved from the patient with tweezers. A 4.5 mm drill was used to prepare the insertion site. Surgery was completed with a smith and nephew back-up device used in the originally drilled bone hole. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor off the device. The suture strings were not returned. The distal 2/3 of the anchor is fractured away from the proximal end of the suture window and was not returned. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an unknown procedure, two (2) twinfix ultra anchors fractured. The broken pieces were retrieved from the patient with tweezers. A 4.5 mm drill was used to prepare the insertion site. Surgery was completed with a smith and nephew back-up device used in the originally drilled bone hole. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).